Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. On investigation, the pump powered up to a dim display with a pinkish contrast. A battery compartment crack was found below the grip pad running towards the case seal. A damaged keypad cover was found while the buttons responded properly. Removal of the keypad cover found contamination under all the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and the battery compartment was cracked. Contamination was found under the keypad button contacts. This report is made based on the results of investigation completed on (B)(4) 2015.